Manufacturer narrative:
The approximate age of the device was 1 year and 11 months. The patient remains ongoing on the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2019 after being transferred from another hospital. One unit of packed red blood cells was transfused. An endoscopy was performed on (B)(6) 2019. A polyp was removed and a clip was placed. The patient reportedly had no further problems and was discharged on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
This type of event has been previously investigated. Gastrointestinal bleeding is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The patient remains ongoing on the device. The manufacturer is closing the file on this event.